Event description:
Customer reports clotting on the CT 190g dialyzer noted towards the of pt treatment. Reuse number unknown. The customer reports that if the pt is in the second half of the treatment and this occurs the treatment is discontinued. If the pt is in the first half of treatment and this occurs the clotted dialyzer is discarded and a new dialzyer is used to continue treatment. Estimated blood loss is minimal since only the dialyzer is discarded, not the entire circuit. No pt injury or medical interention reported.